Manufacturer narrative:
When attempting to repair, a saphenous vein graph (svg), this 7mm angioguard device would not cross the lesion. Therefore, it was removed from the patient and another angioguard (6mm) was used to complete the procedure. The lesion was described as tortuous. The rate of stenosis was 70%. There was no difficulty advancing the device through the vessel, to the lesion. The lesion was not pre-dilated. The product was properly inspected and prepped prior to use. There was no reported patient injury. When the product was returned and evaluated it was found that the filter basket membrane was damaged. The ptfe coating of the guidewire was scraped and the distal tip of the wire was unraveled. As received, the specimen does not present any obvious indications of manufacturing defect or anomaly. Except where noted, the specimen device and sheath appear visually and dimensionally correct. Testing of the docking feature was not performed due to the extent of the bend/kink damage at both ends of the specimen wire. The damage to the proximal end of the sheath is not noted in the complaint documentation. The exposed wire shaft and the distal tip damage appear consistent with having been incurred during the failed attempt to advance the specimen through the lesion. This suggests the physician determined that a smaller device might have been a more appropriate device selection after the original 7mm device prolapsed in the failed attempt to cross the "tortuous" lesion. Review of the device history records does not indicate any manufacturing defects or anomalies. All records indicated that the product was final inspection tested at lake region manufacturing and determined to be acceptable. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to product quality issue.

Event description:
The original complaint from the affiliate stated that when attempting to repair, a saphenous vein graph (svg), this 7mm angioguard device would not cross the lesion. Therefore, it was removed from the patient and another angioguard (6mm) was used to complete the procedure. The age and gender of the patient are unknown. The lesion was described as tortuous. The rate of stenosis was 70%. The lesion was not pre-dilated. The product was properly inspected and prepped prior to use. There was no difficulty advancing the device through the vessel to the lesion. When the physician realized that the device would not cross the lesion, he removed the device and inserted a 6mm angioguard and continued the procedure. There was no reported injury to the patient. When the product was returned and evaluated, it was found that the filter basket membrane was damaged. The ptfe coating of the guidewire was scraped and the distal tip of the wire was unraveled. The affiliate states that this damage may have occurred during the procedure, therefore, making this complaint reportable under the medical device reporting guidelines.